Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the lens was black. A visual inspection was performed and showed the scope to have distal tip damage and a burn hole. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that during an arthroscopy procedure, the lens was black. Backup device was available to complete the procedure. No delay and no patient injuries were reported.